Manufacturer narrative:
H10: upon further review, it was determined that this report is a duplicate of manufacturer report # 1416980-2021-06484. All information can be found under that manufacturer report number # 1416980-2021-06484. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip protector of four (4) clearlink system continu-flo solution sets were breaking off in a non-baxter extension set. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.